Manufacturer narrative:
The device was returned to the manufacturer for an investigation. A residue was found inside the collet and a sample was taken for analysis. At this time, it would appear that the most probable factor causing the black marking was from (B)(4) leakage after the device was autoclaved.

Event description:
It was reported that the collet left a black mark on the pt. Additional info on this event was requested from the account on 6/24, 6/29 and 7/9.